Manufacturer narrative:
Correction to field h8. Usage of device. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken in two pieces, confirming the reported allegation. The fiber tip had normal degradation, and the connector showed no defects. The functional testing identified 0 treatment used. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instruction for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, the fiber broke in two pieces during use. It set fire to the surgical field when it broke. There were no complications. Boston scientific was unable to obtain additional information regarding procedure outcome despite good faith efforts.

Manufacturer narrative:
Correction to field h8. Usage of device upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken in two pieces, confirming the reported allegation. The fiber tip had normal degradation, and the connector showed no defects. The functional testing identified 0 treatment used. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instruction for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, the fiber broke in two pieces during use. It set fire to the surgical field when it broke. There were no complications. Boston scientific was unable to obtain additional information regarding procedure outcome despite good faith efforts.

Event description:
It was reported that, the fiber broke in two pieces during use. It set fire to the surgical field when it broke. There were no complications.